Manufacturer narrative:
The following functional tests were performed: checked system results of functional testing indicate the therapy capacitor failed, causing the failed operation check. The malfunctioning capacitor was replaced. The device is fully functioning and the system was returned to service. The malfunctioning capacitor and xl+ device are not available to be returned for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was the therapy capacitor. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there was an unknown malfunction. No patient involvement reported at this time.